Event description:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2021, for skin debridement.

Event description:
Per the clinic, the patient experienced recurrent skin infections and subsequently, the abutment was removed (date not reported). Additional information has been requested but it has not been made available as of the date of this report.